Event description:
The facility reports two cnas were with the resident. One was draining the water from the tub; the other was opening the door to the hall when the lift fell over length-wise. Neither saw the lift falling; the resident was already on the floor. The resident sustained a severe injury to the back of the head with an increase in hematoma. The resident has been hospitalized and put on medication to prevent seizure and lower blood pressure.